Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The sheath was inserted with some degree of difficulty and when attempting to flush, it aspirated very poorly. In addition, contrast injections through the sheath demonstrated very little contrast exiting the distal end. At that time, the sheath was determined to be defective with a possible kink or tear. The device was being used in the patient's lower extremity, which had some calcification, and the difficulty occurred during both insertion and removal. The physician also had difficulty inserting a balloon into the sheath. The physician removed the sheath, but the sheath was difficult to remove and began to elongate. The sheath was able to be removed without any harm to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.